Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was dropped on bathroom floor and no longer working had blank display. The customer's blood glucose level was 79.2 mg/dl. It also reported that the display is blank currently and insert battery alarm did not displayed on the insulin pump screen. The customer reported that the floor face down screen was flashing on and off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.